Manufacturer narrative:
The complaint of a catheter leak was confirmed, and the cause appears to be use related. The product returned for eval was a 4fr s/l groshong nxt clearvue PICC. The sample was inspected for a source of leakage and two holes in the catheter were observed between the 28cm and 29cm depth markings. Further examination revealed a series of three kinks in the catheter tubing, with the two holes centered in two of those kinks. Microscopic examination revealed the fracture edges of the catheter holes to be rounded and worn. The fracture surfaces were observed to be dull and granular. No additional damage was observed in the adjacent catheter material (outside the kinked regions). The observed damage is characteristic of flexural fatigue which is caused by the repeated kinking of the catheter tubing leading to material failure. This issue type is addressed in the IFU. A lot history review (lhr) of rexc0201 showed no other similar product complaint(s) from this lot number.

Event description:
The pt had the PICC groshong inserted (B)(6) 2013 so it was in for five months. A break on the PICC groshong in the upper part of the catheter just under the skin. The nurse saw, when she flushed nacl before treatment infusion, liquid was coming out through the insertion site and they took out the PICC. So no harm to the pt. Not a complete break just a little cut. A new device was placed.